Event description:
Set up for plastic surgeon's portion of case. Once opened, there were black specks on supplies in the custom pack. Patient in or at that time. Surgeon aware of incident at that time. Contaminated pack was a halyard plastics custom pack. This contamination is the 5th contamination for this patient using halyard plastics custom pack. Halyard lot # is 1624269 after opening and obtaining 5 contaminated custom packs, we opened everything individually and did not call for a 6th pack. Reference report#: mw5162046, mw5162046-1, mw5162262, mw5162263, mw5162265.